Manufacturer narrative:
Bec customer technical support (cts) directed the customer to lift the ise module and manually remove the waste fluid and check line 36. The cts recommended the customer to use ppe upon troubleshooting. The customer stated fibrin was observed in the waste tubing, the valve block, and on the face of the valve. The customer attempted to remove the fibrin and clean the valve, but the waste cylinder would not drain. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found fibrin in the ise cigar tube. The fse drained and cleaned the cigar tube. The fse flushed line 36 because fibrin was found in port for line 36. The fse removed and cleaned the burkert valve. The valve was reassembled and installed. The fse cleaned and flushed the eic (electrolyte injection cup) assembly and noted some fibrin was still present. The fse primed the ise and determined it was filling and draining properly. Calibration was performed and qc was within the acceptable limits. The fse verified repair per established procedures, and the instrument was operational. As of (B)(4) 2011, the customer has not contacted beckman with requests for further assistance for this issue. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that ise (ion selective electrode) waste cylinder was full to overflowing on unicel dxc 600 pro synchron clinical system. The customer stated that the overflowing was causing sodium (na), chloride (cl), and calcium (calc) reference noise, calibration drift and back to back errors. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.